Manufacturer narrative:
Clinical review: the picture on the treatment report shows a large area of a dense opaque bubble layer (obl) superiorly and spreading from the hinge towards the center with an uncut area close to the hinge. This obl is caused by formation of gas during the cutting procedure. The provided treatment report does not show any abnormalities regarding geometry settings, device settings (energy, spacing). The report shows a slightly decentered docking and a long "suction time" of 185 seconds, this means a long docking procedure or several docking attempts. However the chosen canal length appears too short, so the canal was not allowing the gas to vent. As a result, fluid/gas created by the laser disruption may have vented through the opening of the canal (also possible but not clearly visible: through a vertical gas breakthrough vgb right at the hinge position) and was pushed along the applanated area (contact area of the patient interface (pi)). This resulted in a bubble between pi and cornea, which might have caused an uncut area underneath that bubble. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. Canal length too short, so the canal was not allowing the gas to vent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, during lasik flap creation of the left eye an opaque bubble layer was noted to form. The resulting tissue bridge was more prominent and the excimer treatment was not performed. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.